Event description:
Boston scientific has become aware of the following event after conducting a retrospective review of complaint records: at the time of flush of 2nd run, the side of the tip was split, and saline leaked out.

Manufacturer narrative:
No significant event during mfg of device was identified. Investigation closed due to lack of product for investigation.